Manufacturer narrative:
Citation: witberg g, et al. Routine ultrasound or fluoroscopy use and risk of vascular/bleeding complications after transfemoral tavr. Jacc cardiovasc interv. 2020 jun 22;13(12):1460-1468. Doi: 10.1016/j.jcin.2020.03.047. Available online 15 june 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison between two-dimensional ultrasound (2d-us) and fluoroscopy and contralateral angiography (fca) for femoral arterial access guidance in patients undergoing transcatheter aortic valve replacement (tavr). All data was retrospectively collected from two centers between january 2014 and december 2018. Overall, 1,171 patients were included in the study (fca, n = 642; 2d-us, n = 529). Of the 642 fca patients (predominantly female, mean age 81.7 years), 24 underwent transfemoral tavr with the medtronic evolut r transcatheter valve system. No unique device identifier numbers were provided. In the fca group, adverse events included: major vascular complications, life-threatening or major bleeding, access-related major vascular complications, access-related life-threatening or major bleeding, and need for blood transfusion. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.